Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a white residue was present inside of the drain bag tubing. The complainant reported that the residue had formed after two weeks of use. She attempted to clean the bag and tubing with vinegar and water but it did not remove the residue.

Event description:
It was reported that a white residue was present inside of the drain bag tubing. The complainant reported that the residue had formed after two weeks of use. She attempted to clean the bag and tubing with vinegar and water but it did not remove the residue.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Unsnap hook. 3. Position hanger on bedside rail near the foot of the bed using string or hook. 4. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 5. To empty bag:. Open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for using bard® ez-lok® sampling port: bard® ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Directions for draining urine meter: if bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To provide better meter drainage, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. Di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks.¿ (B)(4) the device was not returned.